Manufacturer narrative:
.

Event description:
On (B)(6) 2013, the physician reported that he could not do anything with the handheld when trying to interrogate patients. He stated that they had tried to restart the handheld "doing all kinds of tricks". After performing a hard reset, they came to a screen and were asked to "tap the screen". When tapping the screen nothing happened and another hard reset was performed. At this second attempt, the site was able to get to the alignment screen; however, there was no response from the handheld when tapping the screen. It was confirmed that the handheld was unlocked. Attempts are being made for the return of the handheld; however, it has not yet been returned. No additional information has been provided.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The programming system was returned and product analysis was performed. During the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.